Event description:
The customer received a blood glucose reading of 169 mg/dl on the contour next link 2.4, retested on a contour next link and the reading was 37 mg/dl. She felt shaky and sweaty. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.